Manufacturer narrative:
The customer's report of leakage was confirmed. Visual inspection showed that residual fluid was present in each sample. Functional testing of the returned samples confirmed the customer¿s experience as fluid was observed to be leaking from a hairline crack on the female luer of four of the returned maxzero connectors. The root cause of the customer's report could not be identified.

Event description:
The reported feedback suggests that there is a leakage. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer's report of leakage was confirmed. Visual inspection showed no anomalies. Functional testing of the returned samples confirmed the customer¿s report as fluid was observed to be leaking from a hairline crack on the female luer of four of the returned maxzero connectors. The root cause of the customer's report could not be identified.

Event description:
The reported feedback suggests that there is a leakage.